Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient thought their pump malfunctioned and caused their current condition. It was reported that the pump alarmed 6 months ago but the patient had not heard the pump alarm recently. The patient thought the physician ¿shut off¿ the pump 8 months ago and was not sure why the pump alarmed if the pump was off. Patient was not sure if the physician shut it off. Alarm was heard but telemetry had not yet been performed. It was noted that one day the patient suddenly could not walk. The patient does not remember exactly when this happened but patient thought it was 8 months to 1 year ago. The patient wanted to know if the pump could have caused the patient¿s current state. The patient thinks her problems started right before the pump was supposed to be filled last. The patient got really sick before the pump was filled. The patient was at a friend¿s house when it happen, the patient woke up to go to the bathroom in the middle of the night and they could not get off the toilet. The patient had gone to their refill appointment one week after the refill appointment was scheduled. (The patient could not recall when the pump was last refilled). The patient was in a wheelchair and their physician told her that he would not see her anymore. The patient was not sure why the physician dismissed her. Patient had mris done to diagnose what had happened and then the patient was sent to a nursing home 8 months ago. It was noted that the patient¿s friend kept track of the patient¿s appointments and dates. It was noted that the pump once delivered morphine and two other drugs (patient wasn¿t sure what they were). (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
(B)(4).

Event description:
As of the date of this report, the pump had still not been refilled and the patient thought that the doctor had turned the pump off, but it was still making noise. The patient had heard the alarm 30 minutes prior to this report, the other day, and last month. The pump had not been interrogated since her last pump refill 2 years prior to this report. The patient asked if the pump was causing her any damages since it had not been filled. On the night that the patient woke up and she couldn&#62752;walk/stand up, she had additional symptoms of throwing up, nausea, and couldn&#62752;keep fluids down. The patient had since been put into a nursing home. As of the date of this report, the patient was still unable to walk.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that the pump had not had medicine in it for quite some time (about 4-5 months). It was reported that the patient was getting their medical records transferred to their current physician and would decide what to do moving forward. It was reported that the patient did not have ¿drug in the pump¿ because patient could not make the appointments. It was also stated that it was too ¿painful¿ to sit through the whole doctor appointment. It was reported that the patient ¿had crippled and hand and feet problems.¿ patient was in a nursing home and possibly had dementia. It was further noted that the patient could not control their bowels. It was noted that for 20 years the patient would stay up all night and sleep during days which was another reason making their appointments was difficult. It was noted that there was also ¿hydrocodone and a muscle relaxer.¿ it was also reported that the pump once delivered morphine. Additional information has been requested, but was not available as of the date of this report.